Event description:
Customer reports discrepant meter results for two patients compared to lab. Pt #1 - date: (B)(6) 2010, inratio: 5.0, date: (B)(6) 2010, lab: 5.94; pt #2 - date: (B)(6) 2010, inratio: 2.0, lab: 8.30.

Manufacturer narrative:
Investigation pending.